Manufacturer narrative:
A field service engineer visited the customer site (B)(6) 2017. The fse cleaned and lubricated sample loader. Ran 2 racks of samples several times and errors reoccurred. On (B)(4) 2017, the fse replaced the asm pcb. Ran racks through loader for over an hour with no errors. Instrument was performing as expected. No further action required by fse. The most probable cause of the reported event was failure the of asm circuit board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017 a customer reported an issue with the footer with their g8 analyzer. The customer is unable to hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.